Event description:
It was reported that the ipg was no longer holding a charge despite troubleshooting attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.